Event description:
It was reported to philips that the device was damaged and experienced a series of failures after being dropped multiple times. The customer requested that the device be returned for bench repair. There was no reported patient involvement/adverse patient impact.